Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to weight loss and that the device was leaning out of the pocket. No other adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and the pocket was made larger to better accommodate the device and prevent erosion. The crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.